Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2012 note that on (B)(6) 2011 the patient experienced no major seizures in the last 3 months until that morning. It was noted that the patient experienced generalized stiffening and previously had 12 seizures per month and that now has more starring spells. It is unknown whether or not the increase in staring spells is above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.